Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic lobectomy, when approaching the parenchyma, the three staplers were able to fire, there was poor staple formation, the staple line was incomplete distally. The reload worked for half, after that the handle no longer functioned. There was unanticipated tissue loss and the surgical time was extended by 30 minutes or more due to the product problem. The charge was partially applied so after changing the three handles with the same result, a competitor device was used near the suture partially performed with the device to resolve the issue. The day after, the field representative tried the handles with a new reload and verified the malfunction.